Manufacturer narrative:
H3: product analysis of part# 5584111, lot# sw23c020, visual inspection confirmed the torx tip of instrument has been sheared and the attachment pin to the internal bushing has been broken off , consistent with interface during usage. Microscopic examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior spinal fusion revision surgery. It was reported that during a tlif revision procedure following a previous l2-s1 posterior spinal fusion and hardware removal and re placement at l1-l2, one of the driver broke and fell apart, with the outer sheath, button, and driver disassembled, and a second driver was completely stripped and broken while being used to remove old hardware. There were no fragments of the instrument remained in the patient and no patient complications or symptoms have been reported as a result of this event.